Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head detached in mouth - oral-b; device breakage. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head detached in his mouth. No injury was reported. On 07-jul-2023 case update: the suspect product lot was c636. No injury was reported.

Manufacturer narrative:
02-aug-2023 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head detached in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail stated that the oral-b toothbrush head detached in his mouth. No injury was reported. 07-jul-2023 case update: the suspect product lot was c636. No injury was reported. 02-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 07-aug-2023 case update from information initially received on 07-jul-2023: the suspect product was oral-b power power oral care refills sensi ultrathin eb60 brush set 4ct. No injury was reported.